Event description:
Risk manager reported a primary infusion continued to run rather than the secondary infusion that was hung, and the patient received an unintended 300 ml of primary fluid. Head height differential was reported as adequate per the dfu requirements. She stated, "the one patient that the primary continued to run had a fluid overload which could have been very dangerous since it was a dialysis patient according to the staff." She says that no harm was reported. She received no further details and does not know what fluids were infusing in the primary or the secondary or what rates were programmed. Customer stated that no further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). Unable to determine the cause of the customer's reported check valve failure. The customer stated the set has been discarded and is not available for evaluation.